Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned with the t2 anchor and suture. The t2 anchor and suture were detached from the device. The t1 anchor had been cut from the suture. The actuator was fully deployed. The suture knot had been tightened down to the t2 anchor. The needle had been bent vertically from manufacturer intended position. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the fast fix implants were deployed at the same time. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, the fast fix implants were deployed at the same time. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.